Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the site and revealed the following: patient's access vessel had presence of calcification and tortuosity. One (1) strut appeared bent at the inflow side. One (1) strut punctured through sheath strain relief. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint frame damage was confirmed based on the provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'resistance was experienced just past the hemostatic valves into the white part of the sheath. The loader was fully inserted into sheath. The esheath may have had a kink that caught one of the valve stent struts'. Per 3mensio, the patient's access vessel had presence of calcification. The presence of calcification can create challenging pathway during delivery system advancement, and lead to resistance. It is possible that the valve strut caught and punctured through the sheath during the delivery insertion, and excessive manipulation was applied to overcome the resistance and resulted in the bent strut at the inflow. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Alternatively, it is possible that the sheath kinked prior to the insertion of the delivery system, resulting in the valve catching on the sheath and the valve strut bending. However, without further imagery, this root cause is unable to be confirmed. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. No labeling or IFU/training inadequacies were identified, a product risk assessment (pra) has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a thv territory manager that during a transfemoral tavr case the 26mm sapien 3 ultra valve the first kit used was damaged during insertion of the transcatheter valve into the esheath. As reported, the case was unsupported by a field clinical specialist and required two kits. Right side access was used and the vessel was not predilated. There were no abnormalities noted about the esheath during prep. Resistance was experienced when inserting the s3u into the esheath, just past the hemostatic valves into the white part of the esheath. The esheath may have had a kink that caught one of the valve stent struts. The heart team opted to abort, remove, and get a new kit. There was no withdrawal difficulty experienced. The new 26mm s3u valve was implanted with a good clinical result. There was no harm done to the patient and the case was a success using the second kit. It was clarified that the loader was fully inserted into esheath, and the esheath was not inserted at a steep angle. All the devices were discarded after the case. Photos of the devices after use show a valve strut protruding through the strain relief of the esheath.